Event description:
The customer reported the internal paddles failed to shock during surgery. The users switched to a different set of internal paddles to deliver therapy. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). The customer reported the internal paddles failed to shock during surgery. The users switched to a different set of internal paddles to deliver therapy. There was no impact to the involved pt. The third party field service engineer evaluated the device and internal paddles and was unable to recreate the reported problem. The device and paddles passed all performance assurance testing and was returned to use. We are unable to determine the cause of the reported symptom.